Event description:
(B)(6) has been concealing / not reporting medical device failures in their (B)(6), which (B)(6). The hospital would regularly (B)(6). There was a sentinel event with a patient on (B)(6) 2026 at (B)(6) involving an abbott perclose where dr. (B)(6) the failed perclose from the patients (B)(6). Dr. (B)(6) was the (B)(6) surgeon present for the case. (B)(6) was in a different case on the (B)(6) but had the same exact device failure w/ dr. (B)(6) on (B)(6) 2026. It was a ¿footplate retraction failure¿ and (B)(6). (B)(6) immediately alerted the (B)(6) on (B)(6) 2026, after the first failure, that this was a various problem and (B)(6) needed to track lot numbers and coordinate with abbott to stay in compliance with the FDA safe medical devices act. (B)(6) that the proper reporting procedures were filed, as an abbott rep contacted (B)(6) for the case information, etc. A few weeks after the abbott rep (B)(6). (B)(6) to be a dangerous organization that does not take patient safety seriously and always (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 3160. Device: 3023, 1536. Ref: mw5188959.

Event description:
(B)(6) has been concealing / not reporting medical device failures in their (B)(6), which (B)(6). The hospital would regularly (B)(6). There was a sentinel event with a patient on (B)(6) 2026 at (B)(6) involving an abbott perclose where dr. (B)(6) the failed perclose from the patients (B)(6). Dr. (B)(6) was the (B)(6) surgeon present for the case. (B)(6) was in a different case on the (B)(6) but had the same exact device failure w/ dr. (B)(6) on (B)(6) 2026. It was a ¿footplate retraction failure¿ and (B)(6). (B)(6) immediately alerted the (B)(6) on (B)(6) 2026, after the first failure, that this was a various problem and (B)(6) needed to track lot numbers and coordinate with abbott to stay in compliance with the FDA safe medical devices act. (B)(6) that the proper reporting procedures were filed, as an abbott rep contacted (B)(6) for the case information, etc. A few weeks after the abbott rep (B)(6). (B)(6) to be a dangerous organization that does not take patient safety seriously and always (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 3160. Device: 3023, 1536. Ref: mw5188959.